Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows from the subject device. The user reportedly follows the instruction manual of the subject device, and uses serie 4 (automated endoscope reprocessor manufactured by soluscope) and paa (peracetic acid) solution during their reprocessing. There was no patient infection associated with this event reported: 1st time: on (B)(6), 2017. Over 100 cfu (aeromonas hydrophila / caviae, klebsiella pneumoniae spp pneumoniae) 2nd time: on (B)(6) 2017. Over 100 cfu (klebsiella pneumoniae spp pneumoniae).

Manufacturer narrative:
This supplement report is submitted to report additional information. The subject device has not been returned to olympus medical systems corp. For evaluation, but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, 3 ufc/100 ml of microbe were detected and bacillus spp. Mesophiles was identified from samples taken from the aspiration channel. However, the culture test result cleared the (B)(4) guideline.